Manufacturer narrative:
According to the information received, this case seems linked to a delayed inflammatory reaction. Such reactions can manifest as oedema and skin induration are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. Their aetiologies are numerous. They may be related to an immune response of the body to the implant or to a bacterial infection. In this case, it seems the patient may have developed an oral infection that acted as a trigger for the inflammatory reaction. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products. Batch analyses undertaken confirms that the products passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed.

Event description:
This case occurred outside of the united states, in the (B)(6). A female patient received injections of teosyal (B)(4) in the cheeks (0.6 ml on each side) on (B)(6) 2021. In late october around (B)(6) 2021, the patient's left (B)(6) teeth felt tender and the patient reported feeling "unwell." On (B)(6) 2021, the patient presented moderate oedema in the left cheek, with no pain, no redness, no heat, and no induration. On (B)(6) 2021, the patient took antihistamines. On (B)(6) 2021, the left side felt tingly. As treatment, the patient was also prescribed antibiotics and steroids. On (B)(6) 2021, the right cheek began swelling. The left cheek was warm, compared to the right cheek and the forehead, which were both at normal temperature. Based on the severity and nature of the impact for the patient, it was assessed that this type of incident may lead, due to its recurrence, to a serious deterioration of patients' health. Therefore it was deemed reportable. Around (B)(6) 2021, the patient finished the inital course of antibiotics and steroids. During a patient review on (B)(6) 2021, the injector noted a partial improvement in the cheeks though feeling "some capsules" around the filler. A local medical expert was contacted for support on this case. It is believed that the patient had an oral infection, potentially linked to the (B)(6) teeth tenderness, that was unrelated to the dermal filler injections but may have triggered the adverse reaction to the filler. The expert recommended waiting to ensure that the oral infection was resolved. If it did not, then he suggested another course of antibiotics and steroids, for another week's duration; if no improvement afterwards, then he suggested dissolving the filler with hyaluronidase. We learned on (B)(6) 2021 that the patient had been also reviewed independently by another practioner, a member of the british association for medical aesthetic complications. The content of their advice is unknown. As of (B)(6) 2021, the patient had finished this second course of antibiotics and steroids. At that time, her cheeks felt solid. On (B)(6) 2021, the injector informed us that the right side swelled intermittently (only during day) and the left side had reduced well.